Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. No catheter sample was returned and no images were provided. Therefore, the reported issue could not be reconstructed and the complaint will be closed with an inconclusive result. Previous investigations of similar complaints have been reviewed to determine the root cause and potential product and non product related factors which may have contributed to the reported issue have been considered. E.g. An inadvertent movement of the handle or incorrect holding of the delivery system during stent release, insufficient pre or post dilation, highly calcified vessel or a difficult pt anatomy may have resulted in an irregular placement of the stent and a subsequent stent fracture. However, based on the info available a definite root cause for the event reported could not be determined. In reviewing the current labeling it was found that the IFU sufficiently addresses the potential factor of an irregular stent placement. The IFU states: "initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. Final stent deployment is achieved by using the deployment lever. While maintaining a fixed handle positon, place your finger in front of the deployment slide and slide it from the distal to proximal end."

Event description:
It was reported that a vascular stent fracture was discovered in the mid-sfa. A pta balloon was used to pre-dilate the fracture stent for increased blood flow. Two additional vascular stents were deployed inside the initial stent and to extend additional arterial vascular coverage. There is no reported pt injury.